Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -02.75 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with a different model/power but same length lens and the problem was resolved. The cause of the event was unknown.